Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a tego® connector where the reporter stated that "after dialysis, they found the tego on the venous lumen to be ripped as well. This one had a total of 13 activations over three days. It was removed and replaced." They stated, "the impact of the problem was serious". No other information was given as regards to this event. There was patient involvement, unknown human harm and unknown delay in therapy reported.

Manufacturer narrative:
One used tego connector was received for evaluation on 9/3/25. As received a tear around the sample and a seal collapsed was observed. No mating device was returned for evaluation. Complaint can be confirmed. The probable cause of lumen to be ripped is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.